Event description:
Information was received from a manufacturer representative (rep) and healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that lead broke during explant. It broke with 4 electrodes remaining in patient's body during surgery to replace full system. Was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.